Manufacturer narrative:
To date, the patient is doing fine; the veneer for the lateral tooth was re-cemented using a different product, without further incident. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that three (3) patients experienced the debonding of veneers after placement with optibond xtr adhesive. This is the second of three (3) reports.